Event description:
Information was received from a consumer implanted for urinary dysfunction and gastrointestinal/pelvic floor. The consumer reported a sudden return of symptoms on (B)(6) 2016. Stimulation was not felt despite therapy being on. Settings were increased and it had been getting better until the day prior where ¿it was like it quit working all the sudden¿ and the patient started going to the bathroom every 15 to 30 minutes again. Additionally, poor communication and a poor communication screen were reported with antenna and intermittent communication without antenna. During the call and without the antenna, the patient successfully connected and increased stimulation to 3.9 volts. A doctor appointment was scheduled for later in the month. The patient called back the following day staying everything was working.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.